Manufacturer narrative:
Should additional information become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2009 the patient had an ams ipp implanted. On (B)(6) 2010 the ipp reservoir was removed due to suspected impingement of inguinal vein and patient discomfort. On (B)(6) 2011 the reservoir was re-implanted per the patient's request. The patient had a peyronie's plaque incised during the same procedure, which was not related to the ipp. It was stated that there were no complications reported following the procedure.